Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker. The test reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was damaged at the battery compartment. The blood glucose reading was 5.6 mmol/l.